Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The perclose proglide instructions for use (IFU) states: gently pull the device back to position the foot against the vessel wall. If proper position of the foot has been achieved, tactile sensation will be felt. In this case, it is unknown if the IFU violation contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a the right common femoral vein was attempted using a proglide device with a 7f sheath after an atypical flutter ablation interventional procedure. Reportedly, the deployment steps were performed too fast. The lever was lifted to deploy the foot; however, the proglide device was not retracted to feel tactile sensation of the foot against the anterior wall of the vein and when the plunger was removed, the suture came out, it didn't take the vein. The device was removed before reinserting the guide wire; therefore, access was lost. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.